Manufacturer narrative:
No capas or non-conformances related to this part number on record. Only one complaint for this part number on record. No further information provided by the complainant with regards to this complaint event and the device was not returned for evaluation. The lot information was also not provided. Therefore, a root cause could not be determined.

Event description:
It was reported that on (B)(6) 2023, 4.5 ti cchs screw, 110mm lt was broken in the shaft during retrograde insertion for distal fibula fracture fixation. It is unknown if there was a surgical delay. Procedure and patient outcome were unknown.